Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels have been elevated (400mg/dl), since changing out the cartridge and tubing in the morning. The customer also stated that they had been binging, and believed that might also be a factor. System check was performed, and the pump performed as intended. Tandem technical support discussed factors that can affect bg levels with the customer. Recommendation was made that the customer change out the insertion site, and consult with their healthcare provider to discuss what may be affecting bgs.